Manufacturer narrative:
The initial reporter stated she would call if troubleshooting was successful but no further communication was received. After 3 gfe attempts this complaint is being closed. The complaint will be reopened if more information is received.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure alarm on an axillary inserted balloon. Nurse reported that they switched out the pump and are still getting the autofill failure alarm. She had already called the physicians to report the issue. She was advised of the nature of the alarms and troubleshooting which they had already completed and was unsuccessful and to attempt to change out the console one more time if they had several more back ups. They were manually inflating the balloon every 5 minutes until a decision was made to remove or replace the balloon. There was no patient harm reported.